Event description:
It was reported that the t: slim x2 pump battery would not charge, and the screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer was using the correct charging equipment but could not resolve the issue, so technical support arranged for a replacement cable and wall adapter to be sent via two-day shipping. Customer followed up and reported that pump was working.